Event description:
Cold and chest tightness for 3 wks, fever and chills, upper respiratory infections, tension headaches, light headed, nausea, toe infection, sun sensitivity, hot flashes, night sweats, difficulty swallowing, tmj problems, diarrhea and gas, stiff neck, memory problems, shoulder and back burning, depression, sleeping problems, joint swelling/pain/stiff in neck, shoulders, fingers, and hands, muscle fatigue, fatigue, hives on feet and back, sharp pains in breasts, swollen neck glands, visible implant wrinkles, general achiing and stiffness all over.